Manufacturer narrative:
The device was yet to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was noted by the technician not locking completely and continued to turn when being used. The device was not used in surgery thus there was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. However, DHR cannot be performed as lot and serial number was not provided. The sn used is (B)(4) which is a tracking number only assigned by (B)(6). The issue was confirmed as the index knob and swivel base were too loose. The floating ratchet was not sliding freely in the hex slot. Device required replacing above parts and testing to the specifications. The floating ratchet and round head screw were replaced. Also, calibration was checked and the device was re-assembled. The complaint is confirmed. The root cause is the unit was out of adjustment and had worn out lock components.